Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 9 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced high blood pressure at home. On (B)(6) 2018, the patient was admitted to a local hospital with unspecified vision issues. The patient reportedly had suffered a hemorrhagic stroke at home. Unspecified changes to the patient¿s medication were made. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported hemorrhagic stroke could not conclusively be established. Stroke, bleeding, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on lvad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.